Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified in review of the error logs. It was determined that the software cal files had become corrupt. The software was reloaded. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that following a fluoro shot, the image on the system 9900 appeared washed out with poor resolution and contrast. There was no adverse pt involvement reported. There was no pt info reported.